Event description:
It was reported the patient received the following results within 15 minutes: hi (>600 mg/dl) and 353 mg/dl (system 1) and 135 mg/dl (system 2). The same lot/vial of test strips was used on both meters.